Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration') and autoimmune disorder ('autoimmune-like symptoms') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, left lower quadrant pain, hip injury, numbness, diarrhea, back pain, abdominal pain, lumbar pain, perineal pain, flank pain, anxiety, depression, constipation, kidney stone, dyspnea, nausea, bloating, menstrual cycle abnormal, depression, dysmenorrhea, food craving, irritability, loss of energy, loss of libido, night sweats, joint pain, muscle atrophy, muscular pain, muscular weakness, mood change and irritability. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event added: migration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, left lower quadrant pain, hip injury, numbness, diarrhea, back pain, abdominal pain, lumbar pain, perineal pain, flank pain, anxiety, depression, constipation, kidney stone, dyspnea, nausea, bloating, menstrual cycle abnormal, depression, dysmenorrhea, food craving, irritability, loss of energy, loss of libido, night sweats, joint pain, muscle atrophy, muscular pain, muscular weakness, mood change and irritability. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc (product technical complaints). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphadenopathy, left lower quadrant pain, hip injury, numbness, diarrhea, back pain, abdominal pain, lumbar pain, perineal pain, flank pain, anxiety, depression, constipation, kidney stone, dyspnea, nausea, bloating, menstrual cycle abnormal, depression, dysmenorrhea, food craving, irritability, loss of energy, loss of libido, night sweats, joint pain, muscle atrophy, muscular pain, muscular weakness, mood change and irritability. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.